Event description:
A malfunction alarm displaying code malf 24 was reported, and the customer experienced no notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.